Event description:
It was reported that during an orif (open reduction interbody fusion) of the hip, the surgeon inserted the nail (456.316s) and was inserting the helical blade (456.304) and then helical blade became stuck in the nail. The surgeon confirmed the locking mechanism on the nail was down and deployed and backed up the locking mechanism. The surgeon tried to re-insert the helical blade and it would not pass through the nail. The surgeon backed out the helical blade and the nail and used a new helical blade and nail to complete the procedure with no further problems. The procedure was extended for approximately 10-12 minutes. No adverse effect to the patient was reported. Additionally, the consultant reported, the drill bit and the tapered reamer did pass through the nail prior to the helical blade insertion.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Based on examination of the returned parts, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab broke off as a result and the fracture surface shows that the tab yielded medially significantly before breaking from the force of trying to insert the helical blade. There is a large burr raised in the 11 mm hole at the point where the tip of the tab would be when in the fully locked position. The burr is such that the helical blade is difficult to insert through the hole. The od (outer diameter) of the returned helical blade measured within drawing tolerance and passed through the hole of another nail (456.322s, lot 6657286) without issue. This issue has been noted on several previous complaints and a CAPA has been initiated to address it. This complaint is valid and is being addressed with a CAPA.

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing evaluation showed the received condition of the helix blade showed anodized rubbed away on the shaft. Some material displacement and damage was evident in the pocket feature. There was damage to one edge of the cutting blade. The product is within all final specifications. Product was investigated to the latest design specifications. The complaint is invalid from a manufacturing perspective. Product development revealed, the locking mechanism was already deployed. Therefore, this evaluation is invalid from a product development design perspective.